Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver was found broken during a routine inspection. There was no patient present.

Manufacturer narrative:
The returned driver was evaluated. The tip was fractured off. The cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a driver was found broken during a routine inspection. There was no patient present.